Event description:
Additional information provided by the account: obturator part was being broken.

Event description:
Procedure: ladg. According to the reporter: when opening the package, its inner sleeve was being broken. This is a sample device. Not used for a patient.

Manufacturer narrative:
(B)(4).